Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 450 mg/dl. The customer did not provide the symptoms regarding high blood glucose. Customer reported that the insulin was came out of the insulin pump and no air bubbles and customer decline removing the infusion set from body to check bent cannula and customer stated that she will revert to old insulin pump for now and they will speak to doctor. The insulin pump was not returned for analysis.